Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon did a revision of pt's left hip as the cup was annoverted and surgeon revised. Pt said she felt instability in the left hip and thought it was going to dislocate but the hip never dislocated. Pt also felt off balance because of leg length. Surgeon took out 52 trident shell, alumina liner, minus 4 32 alumina head.